Manufacturer narrative:
All of the buttons functioned properly during testing. However, corroded keypad traces were noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the u.s.